Event description:
The customer alleged that she performed control tests and received results as high as 300 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer did not have control solution with her at the time of the call, so further troubleshooting was not possible. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.